Event description:
International affiliate reports that during a lateral mass fusion procedure involving c6-t1, the tip of the mountaineer minipolyaxial screwdriver snapped off into the head of a concomitant device screw that was being inserted. No bits fell into the patient. The screw containing the broken bits was removed and a new screwdriver and screw were used to proceed with the procedure. The resulting delay was twenty minutes with no adverse consequences to the patient.

Manufacturer narrative:
One (1) minipolyaxial screwdriver was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the fracture was located at the driver¿s distal tip. Device was sent for fracture analysis. The fractured surface revealed plastic deformation at the hex features and torsional shear markings at the center of the part following a circular pattern, indicating a torsional overload. This suggests the driver underwent a quasi-static shear failure starting at the driver hex and is extended to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. A review of the device history record (DHR) for the minipolyaxial screwdriver was conducted. No issues were identified in the manufacturing and release of this product that could have contributed to the problem reported by the customer. As such, product was released accomplishing all quality requirements. Additionally, it should be noted that this device has been in the field for approximately five (5) years. A 12-month review of the complaint trend analysis for the minipolyaxial screwdriver was conducted. The analysis did not reveal any systemic trends requiring further action. The root cause of the driver tip becoming broken cannot positively be determined. However, it was identified in the fracture analysis report that the driver underwent a quasi-static shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed , this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.